Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: patient 1: 1.7 inr/2.2 inr. Patient 2: 1.7 inr/2.2 inr. Coumadin was adjusted based on coaguchek s results, however, no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system.